Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure, one of the balloons ruptured. There were no fragments left in the patient, and the no allergies to the contrast media reported.